Manufacturer narrative:
An evaluation of the returned sample device found that the PICC line was broken, 0.7 cm from the securement disc, confirming the customer's complaint. Although, a conclusive root cause was unable to be determined, the most probable cause for the catheter breakage may be related to patient activity and movement, or due to excessive tensile/pulling force. Since the most likely cause of the breakage issue was related to an event within the user environment, no corrective action will be required at this time. H3 other text : placeholder.

Manufacturer narrative:
Sample device has been requested to be returned to argon medical for evaluation. Follow-up will be provided with additional information once investigation has been conducted on the returned device. Expected due date will be 1/24/2020.

Event description:
Patient was found with PICC snapped. Unsure of how it broke.